Event description:
The customer reported that the nicview long arms had no tension. There was no patient involvement, death or serious injury reported at the time of the event.

Manufacturer narrative:
Follow up 002 reference natus complaint# (B)(4). Technical service e-mailed customer regarding status of return of six nicview arms and serial numbers of the arms with no tension. Product not returned, disposed of at facility. Customer reported the six nicview arms were disposed of at facility. Unable to review manufacturing date as serial numbers are not provided. Closure rationale: complaint could not be verified, materials not returned for analysis low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Manufacturer narrative:
Initial report ref natus complaint # (B)(4). The customer reported that the nicview long arm has no tension when supporting a camera and may fall on patients. Questionnaire was returned and the customer confirmed there was no patient involvement, death or serious injury that caused medical treatment, and no delay in treatment that had a negative impact on the patient's state of health. The affected products has been requested for return for further investigation.

Event description:
The customer reported that the nicview long arms had no tension. There was no patient involvement, death or serious injury reported at the time of the event.